Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with the ipg using external devices. The patient had turned the system off three weeks prior and was unable to turn the ipg back on. It was reported the patient had radiation treatment recently on the same side as the ipg is implanted. It was reported there was no course of action planned, as the patient was receiving treatment for other medical issues.